Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: stent dislodgement. It was reported that the target lesion was the mid lad with mild tortuosity, no calcification and 90% stenosis. After pre-dilatation was performed, the 2.5 x 28 mm pixel stent was placed in the lesion. The delivery sys was pressurized to 16 atm at which time the balloon ruptured. The procedure was completed as the stent implant itself was sufficiently deployed, even though the balloon had ruptured. There were no pt effects reported. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery sys (sds) was returned with blood in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to rbp when fluid came out of a pinhole on the balloon. There was a pinhole on the middle portion of the balloon, 1.3 cm distal to the balloon proximal marker. There were scratches on the balloon near the pinhole. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned sds is consistent with the reported info that the product was prepared for use, inserted into the pt's anatomy and the balloon was inflated. The stent implant was not returned, which is consistent with the reported info that the stent was implanted. There were crimp marks on the balloon between the markers suggesting that the stent was originally crimped in the correct location at the time of MFR. A new indeflator was filled with water and used in an attempt to pressurize the balloon to rbp when it was noted that fluid was leaking out of a pinhole on the balloon. Balloon ruptures can be affected by numerous factors including, but not limited to, materials, interactions with other devices, pt's anatomy, a lesion calcification and tortuousity, or insufficient preparation prior to use. Reportedly, the lesion was mildly tortuous and 90% stenosed, which may have contributed to the reported balloon ruptured. It is likely that the balloon material was damaged (scratched) during interaction with anatomy/lesion calcification, as there is no noted leak during preparation for use. The mfg records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint. All lot release testing met spec. The reported balloon rupture appears to be related to the operational context of the product, and there is no indication of a product quality issue. Product performance engineering will monitor the incident circumstances. To ensure this type of damage is not a result of a mfg deficiency, all sds are 100% leak tested on line and a sampling of units are rupture tested prior to release. This MDR is considered closed by the product performance group.